Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a low blood glucose. Customer¿s low blood glucose value was 50 mg/dl. Customer treated with liquid glucose for low blood glucose. Customer decline troubleshooting for low blood glucose. The device will not return for the analysis.